Event description:
Upon receipt of additional information, it was determined that the initial report was submitted in error and should be voided. It is now verified that this device is not related to the event.

Manufacturer narrative:
Upon receipt of additional information, it was determined that the initial report was submitted in error and should be voided. It is now verified that this device is not related to the event.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
No further event information available at the time of this report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The reported event was confirmed through review of medical records. The device history records were reviewed and no discrepancies were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Upon further review of records provided, it was determined that the device contributed to the reported event.

Event description:
It was reported that the patient underwent a right knee arthroplasty revision nine (9) months post-operatively to address pain, periprosthetic femur fracture and fracture of the anchor plug component after multiple falls. Following the revision, the patient demonstrated improvement without further complication involving zimmer biomet devices. Initial operative notes did not note any intraoperative complications. Revision operative notes noted that the implant was fractured as well as the bone adjacent to the implant. Additional bone fractures were identified when the device was removed. While the patient was under anesthesia after closing, the surgeon performed a computerized tomography (CT) scan to further identify the fractures and then returned to the operating room to reopen and stabilize the fractures. Wires were placed and no further intraoperative complications were noted.

Manufacturer narrative:
(B)(4). Medical product: cps nut co-cr-mo alloy catalog # 178512 lot # 526830, cps xs sht spdl w pins 400lbf catalog # 178362 lot # 502610, cps transverse pin 6pk 28mm catalog # 178526 lot # 837860, cps centering sleeve 15mm catalog # 178537 lot # 318820, oss rs axle catalog # 161035 lot # 661010, oss reinforced yoke catalog # 150493 lot # 815900, oss poly lock pin catalog # 150478 lot # 066500, cps/oss 5cm tpr adapt w/oss sc catalog # 178711 lot # 108540, oss rs 12mm ls tibial bearing catalog # 161094 lot # 201270, oss rs poly fem bushings set/2 catalog # 161034 lot # 456570, oss rs non mod plate long 67 catalog # 161039 lot # 975750, oss rs 8.5cm seg fmrl right catalog # 161123 lot # 540030, oss poly tibial bushing catalog # 150476 lot # 132820, cps transverse pin 6pk 24mm catalog # 178525 lot # 730800. Customer has indicated that the product will not be returned because product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filled for this event: 0001825034-2020-00250, 0001825034-2020-00317, 0001825034-2020-00318, 0001825034-2020-00319. Product location is unknown.

Event description:
It was reported that the patient underwent a knee orthopedic salvage procedure. The patient allegedly experienced the knee giving out which resulted in the patient falling to the ground multiple times. Subsequently, the patient was revised due to periprosthetic femur fracture and pain.